Manufacturer narrative:
This report is being supplemented to provide additional information based on device return evaluation and olympus third party laboratory culture results of the device (hygiene microbiological investigation (hmi). The france olympus subsidiary for hmi results noted that the results are conform according to french regulation. Detected gram positive bacteria 2 cfu/endoscope. The results obtained comply with the target level defined in instruction dgos/pf2/dgs/vss1/2016/220 of july 4, 2016. Device service repair center performed the device evaluation and the following findings were noted: pinhole observed on the device distal end. A-rubber (bending section) glue separated. Angulation (up/down/right/left) knob are below specifications . Investigation is ongoing. This report will be supplemented accordingly following investigation.

Event description:
As reported, after a microbiological routine control test on the subject medical device as required by french regulation, the user detected an unexpected contamination. The issue found during reprocessing. The customer then left the device to the olympus france (ofr) french olympus subsidiary for hygiene microbiological investigation (hmi) for further investigation. No report of any contamination or any patient injury or patient infection to which this medical device could have been a contributory cause. No user injury reported.

Manufacturer narrative:
The customer hygiene microbiological investigation (hmi) result was provided. Culture test result reported the device tested positive for pseudomonas aeruginosa (11 cfu/100ml) . Additionally, the customer cleaning, disinfection and sterilization (cds) checklist was provided and the following were noted: cds checklist noted that there is no suspected patient infection. No deviation or problems in reprocessing. Device was used in procedure during waiting for results ( 2 procedure) (unspecified procedure). Device was last reprocessed ( reprocessed once) at customer site on (B)(6) 2023. Sample was taken after storage. Device storage is air ambient. Device was quarantined after the positive culture observed. The france olympus subsidiary for hygiene microbiological investigation (hmi) performed a culture test for the device after the device was reprocessed. Results are not yet available. Investigation is ongoing. This report will be supplemented accordingly following investigation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Additionally, updated information on h10 of the initial report were as follow: device was last used in a procedure on (B)(6) 2023 and culture test ordered on (B)(6) 2023 as well after storage when last reprocessed on (B)(6) 2023. Device was quarantined after the positive results. A review of the device history record found the subject device was shipped in accordance with specifications. Review of repair history record found that there was no repair history. The instruction for user (IFU) states as follows: reprocesing: (reprocessing manual) warns regarding insufficient reprocessing as follows: precautions: an insufficiently cleaned, disinfected or sterilized endoscope and/or accessories may pose an infection control risk to the patients and/or operators who contact them. Based on investigation and information gathered , there was no report on the subject device being used in procedure after the suggested event was confirmed. Olympus service business center (sbc) device inspection result confirmed nonconformities during inspection . Therefore, it was confirmed that the device did not meet its specifications or function. Olympus culture tested after reprocessing in accordance with instructions for use (IFU) before repair, the results conformed to the regulation's recommendation. Facility reprocessing steps provided by the user was reviewed and could not find information to judge deviation from IFU. The root cause of the suggested event cannot be conclusively specify. However, feedback provided to the customer : in case abnormalities of the device such as leakage and/or damage observed, stop using the device in procedure and ask olympus for repair. If there are uncertain or unclear reprocessing steps, the experts will visit you for observation and training. Olympus will continue to monitor complaints for this device. Supplemental report(s) will be submitted should any relevant new information is available and or received.